Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and the reported difficult to insert into the anatomy resulting in the bent tip (deformation due to compressive stress) appears to be related to patient conditions and due to access site scarring from previous procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na

Event description:
This is filed for damage to the soft tip. It was reported that this was a mitraclip procedure to treat both mitral regurgitation (mr) and tricuspid regurgitation. The steerable guide catheter (sgc) was prepared for use and no issues were noted. The sgc was inserted into the patient anatomy; however, as the patient had had previous procedures via groin access, there was access site scarring. The sgc had difficulty being inserted, due to the scarring. The device was removed without difficulty, and it was noted that the soft tip appeared bent, but no tears were noted. Additional groin dilating was performed and a second sgc was used without issue. The procedure continued with implant of one mitraclip in the mitral valve, and one mitraclip in the tricuspid valve. The mitral regurgitation (mr) was reduced from grade 4+ to grade 2. The tricuspid regurgitation (tr) was reduced from grade 3 to grade 1. There were no adverse patient effects and no clinically significant delay. No additional information was provided.